Event description:
During a clinic follow-up, an increased capture threshold was observed on the right atrial (ra) lead. A dislodgement of the ra lead was suspected. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.